Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation revealed that there was no system malfunction. The investigation of the case logs revealed the user was presented with two warnings. The first warning was for an uneven surface warning for stabilizer 2. This warning will state: "possible obstruction for stabilizers detected. Stabilizer won't be able to engage correctly if obstructed near the floor. Ensure system is standing on even surface.". This is expected behavior of the system per design to alert the user if an uneven surface is detected. This issue was further investigated by a field service engineer on work order. The observed overall risk level is 10 or low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The robot has had multiple different failures of the stabilizer engagement.